Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that her pump is not very smart, states that she will have a blood glucose of 120mg/dl in the morning, has coffee, gives insulin and she will still be high. The customer checks blood glucose it will be 400mg/dl and the sensor reading would be very far off. Customer stated this issue has been going on since she first started on the system and is getting worse. Caller is not able to troubleshoot any issue right now because she is driving, states she will call back when she is at home. The insulin pump will not be returned for analysis.